Event description:
It was reported that the percutaneous thrombolytic device (ptd) was inserted into the pt's left arm graft. One pass was made and the device was pulled out to re-sheath. At which time, they were unable to re-sheath the basket. As a result, another kit was opened and used successfully to complete the procedure. There was no delay in treatment, no pt death and no pt complications reported. The pt outcome was a success.

Manufacturer narrative:
(B)(4).